Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 700 mg/dl, at the time of incidence. Customer reported that the insulin was squirting out and insulin pump was locked up however, it did not provide insulin. Customer took himself off from the insulin pump. The insulin pump will be returned for analysis.